Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a mildly tortuous and non-calcified vein of the left forearm. After a non-bsc guide wire crossed the lesion, a 5.0mmx40mmx40cm sterling¿ balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 10 atmospheres, but it was noticed that the notch remained on the vein side near the anastomotic part. The balloon catheter was pulled back to the vein side and during the second inflation at 12 atmospheres for 30 seconds, the pressure of the pressure gauge started to decrease and the balloon could not be inflated. The device was completely removed from the patient's body and it was noted that the balloon had ruptured. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a 23mm longitudinal tear 14mm from the proximal markerband. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a mildly tortuous and non-calcified vein of the left forearm. After a non-bsc guide wire crossed the lesion, a 5.0mmx40mmx40cm sterling¿ balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 10 atmospheres, but it was noticed that the notch remained on the vein side near the anastomotic part. The balloon catheter was pulled back to the vein side and during the second inflation at 12 atmospheres for 30 seconds, the pressure of the pressure gauge started to decrease and the balloon could not be inflated. The device was completely removed from the patient's body and it was noted that the balloon had ruptured. No patient complications were reported and the patient's status was stable.